Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were going to attempt to recharge their implanted neurostimulator last night, but the recharger paddle got real real hot. Patient also said the controller was fully charged, but when they tried to charge implant, controller immediately lost battery life and also got hot. Patient said the implant was almost out of charge, so they turned the stimulation off because they were told if their previous implant went dead, it was done. Agent reviewed intellis battery information. Patient did not have the recharger with them at the time of the call to provide serial number. Patient will call back with serial number for recharger replacement. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.